Manufacturer narrative:
(B)(4) corrections: section b4: date corrected. Section e1: reporter details corrected. Section g1: email corrected. Section d4: the healthcare facility was unable to provide complete device identification information. Section h11: method: the subject rt266 infant dual heated evaqua2 breathing circuit, photographs, and additional information about the patient condition and reported fault were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the requested information and photographs were not returned for evaluation. The unheated extension tube of the rt266 infant dual heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Visual inspection identified no damage or defects, and leak testing confirmed that the returned tube was within specification. Conclusion: there was no fault found with the returned unheated extension tube. Based on the information provided by the healthcare facility and without the return of the inspiratory tube, expiratory tube, or dryline tube of the subject device, we are unable to confirm or determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in louisiana reported via a fisher & paykel (f&p) healthcare field representative that an rt266 infant dual heated evaqua2 breathing circuit was found leaking after 18 days of use. The healthcare facility reported that the patient had elevated carbon dioxide levels which returned to normal after the circuit was replaced. There was no further patient consequence reported.

Event description:
A healthcare facility in louisiana reported via a fisher & paykel (f&p) healthcare field representative that an rt266 infant dual heated evaqua2 breathing circuit was found leaking after 18 days of use. The healthcare facility reported that the patient had elevated carbon dioxide levels which returned to normal after the circuit was replaced. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). Section d4: the healthcare facility was unable to provide complete device identification information. Section h11: the subject rt266 infant dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. F&p healthcare has also requested further information about the reported event, including information about the patient condition and the reported fault with the subject rt266 infant dual heated evaqua2 breathing circuit. However, no further information has been provided. We will provide a follow up report upon completion of our investigation.